Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . There are warnings in the package insert that state that this type of event can occur: possible adverse effect #1 - material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2010 to remove and replace the acetabular cup due to muscle necrosis, hematoma, denuded proximal femur and metalosis. No further information has been provided to date.